Event description:
The customer reported a male patient was on servo 300 ventilator with spontaneous respirations and respiratory therapist (rt) decreased fio2 from 40% to 30% for weaning. After the gio2 was changed, the patient's oxygen saturation stated decreasing to 89-90% (it was at 98-99% prior to fio2 change). Initially there was increased airway resistance on exhalation, but later it appeared there was a leak. The rt thought there was a cuff leak, so it was checked and ok, and the ett was re-taped. The ventilator peak inspiratory pressure (pip) decreased from 37cmh2o to 17cmh2o, and the tidal volume was set to 800ml but only returning 400ml. Abg results showed pco2 increased from the 60's to 90's. The patient was bagged with 100% o2 and the oxygen saturation improved back to stable levels. Rc staff noted the spu exhalation filter being used in the star exhalation isolation system on the servo 300 ventilator was damaged and noted the end cap on the outlet side of the filter was partially separated from the filter body. After the filter was changed, the pip increased back into the 30's and the tidal volumes were accurate. The patient suffered no permanent harm.

Manufacturer narrative:
This event was caused by user error, incorrectly using the improper bacteria filter in the servo exhalation system. Per the exhalation isolation system (siemens version) operating instructions star series, "warning: use proper filters. Since close engagement of the bacteria filter and heater well are necessary, use on star or bennett reusable filters with the exhalation isolation system. Other brands with different shapes will not insure the filter media remains dry. Do not use bennett disposable filters." The initial report of the servo ventilator not alarming was incorrect. The servo ventilator did alarm during the event. Patient was dnr, and expired 2 days later, but the respiratory care director reported it was not attributed to the event.